Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the total daily dose did not match the basal and bolus history in the pump on (B)(6). She also said that bolus doses did not record in the history. Reviewing the total amount of basal insulin revealed that 22.4 units should have been delivered in 24 hours. The total daily dose for (B)(6) was 3 units of bolus delivered, and 2.8 units of basal delivered. She reports a fasting blood glucose level of 17.2 mmol/l for which she took a bolus dose of 3.3 units but was not recorded in the pump history. She took a blood glucose reading of 19.4 mmol/l at 9:30pm and took a 3.0 unit bolus at that time which is in the pump history. She did not check for ketones and denied any symptoms. The situation is not indicative of a serious diabetic injury. She confirmed that she wore the pump all day on (B)(6), took bolus doses for meals, did not remove or change the battery, and did not have any alarms. The pt's basal history confirms there was no delivery until 10 pm that day at which time the pump delivered 1.2 units per hour. The pump history also confirmed that the pump was not suspended. The pt denied reprogramming the time or date, or removing the battery. The pt reportedly continued using the pump with no further reported issues.